Manufacturer narrative:
Product ID 977a160, serial# (B)(4), c7024 implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
Information received from a consumer and from a consumer via a manufacturer representative reported that the consumer could feel the lump where the implantable neurostimulator (ins) was and had started feeling it more and more. The consumer felt that the ins was now closer to the skin. The consumer responded no when asked if it looked or felt abnormal; everything was normal, he just had a "chunky butt". The issue occurred during use and was noticed in (B)(6) 2015. No further outcome, troubleshooting/diagnostics, or interventions were reported. Follow-up was conducted to obtain this information; if additional information is received a supplemental report will be sent. The consumer's indication for use was noted to be spinal pain.